Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced increased recharge burden. The patient charged the ipg daily for an increased period of time. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced with a non-rechargeable unit.